Event description:
A malfunction alarm displaying code malf 24 was reported, along with a fault ID of 0x2219. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer. The customer was instructed to use a backup insulin pump temporarily and received guidance on returning the malfunctioning pump, including placing it in storage mode and using a prepaid label for shipping. The customer was also advised on setting up the replacement pump, with acknowledgment of all instructions provided.